Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the newly implanted device could not be paired with the mobile application initially. The issue was resolved at second attempt on (B)(6) 2021. The patient was in stable condition.